Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was a blockage within the pump supplies and that the pump did not declare an occlusion alarm to alert the customer regarding the blockage. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.